Manufacturer narrative:
As part of our investigation, olympus followed up with the user facility to obtain additional information regarding the reported event. The user facility further reported that prior to sending the device in for service, the device was tested and had no further issues. No additional information was provided regarding the patient, procedure and the devices involved during the case. The referenced generator was returned to olympus for evaluation. The user facility also returned along an olympus bipolar hf cable (wa00014a), however, the referenced wa22061b was not returned. A visual inspection of the received condition was performed on the generator and the wa00014a; there were no physical anomalies observed on the wa00014a and there were no physical anomalies to the connector ports and housing of the subject generator. The generator was then tested with the user facility¿s wa00014a along with olympus test working element, cutting loop, and footswitch. Output power was observed to the cutting loop when the footswitch was activated. An output power test was performed; all monopolar and bipolar output powers measured within specifications. The generator was extensively tested; coag and cut output powers tested working 100% of the time when activated. Testing was done at the bipolar, universal, monopolar 1 and monopolar 2 sockets, respectively. There were no anomalies observed during activation. The generator is currently equipped with up to date 11-a software version. Prior to inspection, the error log was extracted from the generator. Error e486 (no instrument connected error) and e006 (insufficient conductivity) were recorded multiple times in the log. Per instruction manual states, ¿ensure that conductive fluid is used during bipolar resection procedure. Always immerse the active and/or neutral electrode within the conductive fluid.¿ there was no problem found, and the generator was returned to the user facility. Based on the evaluation findings, the exact cause of the reported event could not be confirmed as the device was found to be within standard specifications and the generator functioned appropriately. In addition, the wa22061b referenced in the complaint was not returned along with the generator for evaluation/testing. A review of the DHR was conducted for the generator which indicated that the device was manufactured according to valid instructions met all specifications. The generator was purchased on (B)(6) 2017 with service/repairs to date.

Event description:
Olympus was informed that during procedure, the working element (wa22061b) that was attached to the generator burned and there was smoke/burning smell noted. There was no patient or user injury reported. 1 of 2.